Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 115 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response from the up and down arrow buttons due to corroded keypad traces. The insulin pump was received with a cracked display window at the bottom right side corner, cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.